Manufacturer narrative:
Field service specialist (fss) visited the account and checked laser. Fss was not able to find any part broken and/or loose. Checked up & down movement, checked x-y sliding stage & secure, checked lead screw, checked lead screw bearings and retainers, gantry main bolts and gantry rails and everything was ok. Checked error log did not see any error generated. Checked alignment and gel. System meets j&j vision specifications. In addition, senior field service specialist inspected the system and could not find any evidence that anything was loose or had fallen as reported by the customer. The system meets all specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon did patient's first eye (right) with no issue. When preparing the docking of the left eye something gave up in the column of the laser head making a loud sound and it fell towards the patient¿s eye and stopped at the eye level without making contact with the patient.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Additional information: the movement observed occurred during left eye preparation, when the physician began to raise the patient chair up while also lowering beam delivery system down. The technician confirmed movement did not occur during applanation of patient interface (pi) cone to patient¿s eye and nothing had fallen onto floor during movement. The technician confirmed the entire beam delivery system moved rather than only the objective. The sudden movement was described as approximately one inch downward, resulting in the patient interface cone approximately 0.5 inch away from patient¿s eye during movement. Additional information: on (B)(6) 2018 a johnson and johnson surgical vision (jjsv) customer team visited the site. Based on the evaluation completed, only a contributing cause for the unintended movement was identified. The delivery system offset isolators, in conjunction with an obstruction under the articulating arm, were the only potential factors identified that can potentially cause the delivery system to move unintended. Additionally, it was identified that the remote service manager (rsm) was not aligned with the latest customer visit report and associated preventative maintenance (pm) task list to ensure quarterly inspection of the delivery system offset isolators and that the offset isolators are replaced on a periodic basis to remediate future incidences of unintended movements of the fs60 system¿s beam delivery system. The elongated offset isolators in the impacted systems have been replaced and the rsm has been updated to insure periodic inspection and replacement as necessary of the offset isolators. All pertinent information available to johnson and johnson surgical vision has been submitted.